Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. After interrogation of the device, it was found that it had reached the end of life (eol) indicator, so premature battery depletion (pbd) was suspected. Consequently, the physician decided to explant and replace the device. At this time, there is no evidence that suggests data analysis was performed prior to the explant procedure to confirm the pbd observation. No additional adverse patient effects were reported. The product was disposed by the explanting facility, so it is not available for return.